Event description:
It was reported that this programmer screen froze during pacing system analyzer (psa) measurement during a pacemaker replacement. The programmer was turned off and restarted and the issue was resolved. The system was reinterrogated. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior.